Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation without actual sample, a thorough evaluation could not be drawn. Review of the discrepancy mgmt system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. The initial report from the facility indicated that the valve had been in use for approx five days (between 11/19 to 11/23). Per the instructions for use (ife) for the reported product catalog number, "the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g., paclitaxel) for 24 hrs." Based on the info provided by the facility, it would appear that using the device beyond the recommended 24 hrs likely contributed to the reported leakage. If add'l pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a caresite valve was attached to a port line on the patient side and a baxter folfusor 2.5ml/hr on the opposite side on 11/19. During a home visit a (B)(4) nurse discovered white powder around the caresite valve and called the oncology dept at the (B)(4) cancer ctr to clarify. The respective nurse identified cytotoxic drug leaking from the caresite valve on 11/23. The patient was sent to the ed dept of the (B)(4) hosp. It was discovered that the valve was leaking from the ctr at the rim when flushing the valve with saline. The reported indicated that the lot number was unable to be confirmed, but is likely to have been lot no. 0061314336.